Event description:
Pt was undergoing a thrombolysis for deep vein thrombosis. Provider was attempting to gain access to the right popliteal vein. The guidewire in the introducer set became caught, a portion of the wire unwound and a very small piece of the wire broke off. It was not retrieved from the patient.